Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for use. During the procedure the stent dislodgement inside the guiding catheter.

Manufacturer narrative:
Combination product: yes. The complaint instrument was not returned to biotronik. Therefore, no technical investigation on the subject could be performed. The corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The images show a dislodged stent in the mid rca, but the actual complaint event is not visible. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no material or manufacturing related root cause was determined.